Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t hemodialysis (hd) machine with a burned power cord. A fresenius regional equipment specialist (res) was called onsite and replaced the power supply cable assembly to resolve the machine issue. The machine underwent and passed all functional checks. Upon follow up, the biomedical technician (biomed) stated that there was no burning smell, melting, smoke, spark, or flame associated with the burned plug. The damage was noticed during regular inspection. The power plug is the original fresenius part on the machine. It was confirmed that the machine has not had any past problems with failing the electrical leakage test or any other damaged component associated with the damaged plug. The biomed stated that the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Per the biomed, the plug has been replaced and the machine is back in service without reoccurrence of the reported event. The biomed confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The complaint device was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res) due to the burned power cord. The res replaced the power supply cable assembly to resolve the problem. After the repairs, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The res confirmed that power cord was burned; therefore, the complaint has been deemed confirmed.